Event description:
In 2009, the pt reported that during priming, insulin drips from the infusion tubing and then the flow of insulin slows down. She stated that this began intermittently a "few" weeks ago. She also stated that she notices air bubbles in the insulin cartridge and her blood glucose has been elevated to 300-394 mg/dl. Her normal blood glucose range is 60-150 mg/dl. She injects approx 8 units of insulin to lower her blood glucose when elevated to 300 mg/dl. She stated that she used room temperature insulin but she does not properly adjust the piston rod prior to inserting the insulin cartridge. She was educated on the proper procedure. Upon follow up the following month, the pt stated that she experienced air bubbles after changing the infusion set and she was able to prime them out. Her blood glucose was elevated to 285 mg/dl and she stated that she would switch to her backup infusion device. Upon follow up the next day, the pt stated that the issue had resolved itself and her blood glucose lowered to 154 mg/dl. In the same month, the pt reported that her blood glucose continued to be elevated on her primary infusion device but not on the backup device and she continues to experience air bubbles. She does not believe the primary device is delivering insulin properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.